Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that flap was thin with unknown target and actual thickness and big white spots in the left eye of a patient, during lasik surgery.

Manufacturer narrative:
Investigation results were submitted in error in the previous report. This file will be close cancelled. As per the new information received only patient right eye has been involved in this issue. This complaint to be cancelled and all the information and documents moved to another complaint which was created for patient right eye. Any additional information that is received will be reported on another complaint which was created for patient right eye. The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received only patient right eye has been involved in the reported issue. This complaint to be cancelled and all the information and documents moved to another complaint which was created for patient right eye.